Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert was triggered due to oversensing and noise on the ventricular lead. The lead was explanted and replaced. No patient complicaitons were reported as a result of this event.